Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (prime issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 10/27/2014 with the following findings: the complaint could not be investigated due to an unrelated issue. Review of the black box revealed no related issues. An unrelated alarm occurred during the rewind step of the prime sequence. Moisture was observed on the pump¿s internal components.